Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from an unspecified location after the cartridge was filled with insulin. The customer's blood glucose level was 160 mg/dl. A new cartridge was successfully loaded to address the reported issue and insulin delivery was resumed.